Event description:
On event date, the diagnostic showed evidence of damage to the high voltage circuitry. The decision was made to explant the ICD and test the lead during the surgery. Four days after event date, it was reported that the lead was functioning normally.